Manufacturer narrative:
(B)(4).

Event description:
This is report 3 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The cause of the peritonitis was unknown and treatment information was not reported. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13c11105 and h13d19031 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h13c22011 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).